Event description:
The bed check alarm did not sound immediately when pt got out of bed. The pt was a fall risk; however, did not fall. Biomed permormed an assessment: the bed check unit performed properly. It was set for a one second delay and alarmed after one second consistently. The proper supply nurse call interface cable, and sensor mat were all included with the unit and they all worked properly. The staff had rechecked the bed alarm just after occurrence and found it working properly. The unit will be returned to service. Staff education. Device usage problem: device malfunction-that is, the device did not do what it was supposed to do.

Manufacturer narrative:
Facility states unit returned to service after evaluation by their biomed dept. They recommend staff training on device function.